Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occured. The non-tortuous lesion was located in the proximal right coronary artery (rca) and was predilated with a 2.5 x 20 mm balloon. The physician encountered resistance while trying to cross the calcified rca with the taxus 3.0 x 20 drug eluting stent. The guide catheter, guide wire, and stent delivery system were removed as a unit. The stent was not pulled back into the guide catheter. After removing from the pt the stent was found to have strug damage. No pt complications were reported.